Manufacturer narrative:
(B)(4) date sent 5/27/2025 d4 batch #668a95 corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples; a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed without difficulties. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, it should be noted that the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number 668a95, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 5/14/2025 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where was the anvil grasped when trying to attach the anvil head? Were there any instruments used to grasp the anvil? Did the surgeon confirm there were no instruments on the locking springs when attaching the anvil head? What was the purse string technique used? Was it confirmed that the orange band on the device trocar was completely visible prior to connecting with the anvil? What other trouble shooting techniques were used or considered before the decision to convert to colostomy? Please confirm the lot/batch number, the lot number provided (x94j35) was an expired product. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection, the surgeon was not able to get the anvil to click on to the post. They tried two times and the anvil popped off both times. Case was completed by giving the patient a colostomy. At the time of the call it was unknown if the colostomy would be reversed.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2025. Additional information was requested, and the following was obtained: where was the anvil grasped when trying to attach the anvil head? Unknown. Were there any instruments used to grasp the anvil? Unknown. Did the surgeon confirm there were no instruments on the locking springs when attaching the anvil head? Unknown. What was the purse string technique used? Unknown. Was it confirmed that the orange band on the device trocar was completely visible prior to connecting with the anvil? Unknown. What other trouble shooting techniques were used or considered before the decision to convert to colostomy? Unknown. Please confirm the lot/batch number, the lot number provided (x94j35) was an expired product. This is the number given to me. I didnt have the box. What were the indications for surgery? Unknown. What surgical procedure was performed? Colon resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? Device 'wouldnt connect' what healthcare professional fired the device and what is his/her experience with the device? It was not fired. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b) ? It was not fired. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? It was not fired. Were there any issues with device use/firing? It was not fired. What confirmation was received that the device completed the firing sequence? It was not fired. Was the green checkmark visible at the end of the firing? It was not fired. How many counter-clockwise revolutions of the adjusting knob were used to open the device? It was not fired. Was there any difficulty removing the device? It was not fired. Was a complete transection of the white breakaway washer visually confirmed? It was not fired. Were the donuts inspected? If so, please describe. It was not fired were there any issues noted with staple formation? If so, please describe the shape and location. It was not fired. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were their other contributing factors to include patient tissue condition? In his words "I have used these a types of staplers a long time I dont know why it wouldnt connect".